Manufacturer narrative:
Additional information received and sec h should report as. The manufacturer previously received information in relation to a rep dream station auto CPAP had states when plug in the device and try to turn on. The patient was advised to reach out dme and they said pink fume had the device. A device was returned to a third-party service center. During evaluation, the manufacturer observed pca damage, and the customer complaint was able to reproduce. Additionally, one error codes were found. Evaluation method code grid, evaluation results code grid, component code and conclusion code grid were updated

Event description:
The manufacturer received information in relation to a dreamstation auto CPAP had states when plug in the device and try to turn on. The patient was advised to reach out dme and they said pink fume had the device. There was no report of serious or permanent harm or injury. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.